Event description:
A patient reported that their meter had stopped beeping. This issue was not resolved with troubleshooting. Even though the beep option was on in the settings mode, the meter did not beep. There was no medical intervention or treatment given.